Manufacturer narrative:
The implant remains in the pt, so it was not returned for evaluation. The surgeon believed the graft fixation was acceptable and decided not to revise the implant. Root cause analysis - the implant was placed into the femoral tunnel as usual. It is unk whether or not the screw was bent during insertion and deployment, so no definitive root cause can be determined. It is possible that the screw was bent during insertion into the femoral tunnel, causing added stress/strain to the screw during deployment, resulting in fracture.

Event description:
A 10mm aperfix am femoral implant was deployed in the pt on (B)(6) 2013 and nothing out of ordinary was noted during the surgery. No post surgical x-ray was taken until, approximately after 2 weeks, and it showed the central screw of the implant had broken. No adverse effects were noted and the surgeon felt graft reconstruction and integrity was good. The surgeon decided to leave the implant in place and take no course of action.